Event description:
The customer reported that the device jaws locked on tissue during the procedure. The surgeon removed the jaws from tissue with another instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.